Manufacturer narrative:
Upon evaluation of the returned device, in addition to the foreign material in the nozzle, the following faults were found: the connecting tube was dented, scratched and wrinkled, lost water tightness due to wear of grip, bending angle in up direction does not meet the standard value due to wear of the angle wire, the play of the up/down know was out of standard value due to wear of the angle wire, the adhesive on the a-rubber was chipped, and scratches on the a-rubber, grip and c-cover. The root cause of the foreign material in the nozzle could not be conclusively identified. Additionally, the foreign material itself was not identifiable. The air/water nozzle was not deformed, and it was confirmed the user facility conducted reprocessing in accordance with the instructions for use. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of air/water feeding function: inspection of the water feeding; keep the air/water valve¿s hole covered with your finger; depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Review of the subject device's device history record confirmed that the device was shipped in accordance with specifications and there was no non-conformity of the device during manufacturing. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the insertion part was collapsed on the evis lucera elite gastrointestinal videoscope. Upon inspection and testing of the customer returned device, it was observed that there was foreign matter in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.